Event description:
(B)(4). Migraine headaches, back and abdominal pain, pelvic pain, fatigue, thyroid issues.

Event description:
(B)(4). Also had heavy periods with large clots, ended up have novasure ablation. Memory issues. Loss of patience for the smallest problems. Rash.